Event description:
A report was received with the following information: during a code blue, the device was attached to the patient. The initial rhythm indicated that the patient was asystole. The device was charged and therapy was attempted. The staff reported that the device did not deliver therapy. However, it was noticed that the patient regained a normal sinus rhythm at that time. A back-up device was obtained and used throughout the remainder of the call. Later, it was reported that the pt was not resuscitated. In a clinical review, medtronic has determined that there is insufficient data from the report to determine the impact of the device malfunction.

Manufacturer narrative:
The facilities biomedical technician evaluated the device, but could not duplicate the reported failure. The local service representative subsequently evaluated the device and observed proper operation during functional and performance testing.